Event description:
Per the info provided by the pt, his pharmacist said the 10 french catheter he normally uses was no longer being made. The pt purchased 8 french catheters instead. The pt says that "they (the 8 french) don't have the curved point of the 10s, don't pass the anatomical bend of the uretra" which caused him to bleed.